Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the biomed department that the patient's system controller history revealed pump disconnect and pump stoppage. The patient and the nurse reported no alarms during the event. The system controller was exchanged for another system controller as a precaution, and no further issues have been received.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.